Event description:
A diagnostic laparoscopy gyn procedure was performed on the patient. The patient retained the acorn tip of the intrauterine cannula after the procedure. The patient was discharged and expelled the acorn at home on (B)(6)2009. There was no patient injury and no consequence to the patient.

Manufacturer narrative:
The cohen cannula 8378.00 was determined by customer to be functional and was placed back into use. The large size acorn tip 8378.91 is retained by the risk management department. Without the actual device, further investigation cannot be done. The customer removed all of their older acorns and replaced with new acorns. The customer stated that the possible cause was due to the acorn tip not positioned properly on the cohen cannula. The customer will continue to use the devices and no further action was required.